Event description:
Customer reported that pump screen was dark and not turning on. Customer declined to provide their blood glucose level. Technical support planned to replace the pump, but it was not replaced because it was out of warranty. No additional information was received regarding the outcome of the event.